Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide separation were confirmed. The foot retraction issue could not be tested due to the condition of the returned device. The reported difficult to advance and entrapment issues could not be replicated in the laboratory testing environment as they are based on the circumstances of the procedure. The device observations suggest that a high angle of insertion was employed in the calcified vessel such that resistance was felt during advancement. A review of the manufacturing records identified no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. Additionally, sterile devices from the same lot were returned and deployment testing was successfully performed with no anomalies noted. The patient effects of hemorrhage and death are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. The reported patient effects of hemorrhage and death are known inherent risks of the procedure. A broken guide will compromise the ability of the needles to follow their intended trajectory toward the foot pockets and result in a cuff miss. Additionally, the broken guide will compromise foot functionality and contribute to the inability to retract the foot resulting in device entrapment and the need for surgical removal. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on abbott vascular medical review, the proglide device was not the cause nor was it an indirect contributor to the patient¿s death. The patient expired from the st elevated myocardial infarction (stemi). The investigation found no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and guide separation were confirmed. The foot retraction issue could not be tested due to the condition of the returned device. The reported difficult to advance and entrapment issues could not be confirmed as the exact conditions encountered by the device during the procedure could not replicated in the laboratory testing environment. The device observations suggest that a high angle of insertion was employed in the calcified vessel such that resistance was felt during advancement. The patient effects of hemorrhage and death are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. The reported patient effects of hemorrhage and death are known inherent risks of the procedure. A review of the manufacturing records identified no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of hemorrhage and death are known inherent risks of the procedure. A broken guide will compromise the ability of the needles to follow their intended trajectory toward the foot pockets and result in a cuff miss. Additionally, the broken guide will compromise foot functionality and contribute to the inability to retract the foot resulting in device entrapment and the need for surgical removal. The investigation found no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, sterile devices from the same lot were returned and deployment testing was successfully performed with no anomalies noted. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on updated medical review, the proglide device was not the cause nor was it an indirect contributor to the patient¿s death. The proglide failure did not cause an extended procedure time and the patient expired due to the st elevated myocardial infarction (stemi) they were experiencing.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented to the cath lab with an st-elevation myocardial infarction (stemi) and was in respiratory distress prior to moving onto the cath table. Anesthesia was called to intubate the patient and to perform general anesthesia. Before the procedure started, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was started and defibrillation shocks were delivered. Ultrasound was used to visualize the left common femoral artery (lcfa). Mild calcium was noted. A 5f sheath was utilized to pre-dilate the tissue track. The perclose proglide was then advanced into the lcfa for a pre-close technique prior to an intra-aortic balloon pump (iabp) placement. There was slight resistance when advancing the proglide device in the vessel; however, it was pulled back some and the angle was changed and the proglide was able to advance successfully. There was resistance when pulling the wire out of the proglide. During this time, CPR was still in progress. There was blood return from the marker lumen so the foot of the proglide was opened and the needle plunger was deployed; however, a cuff miss occurred. When attempting to close the foot of the proglide device with the lever, it would not retract. The physician gently "jiggled" the lever and was able to get the foot to retract. When attempting to pull back to remove the proglide from the anatomy, it was noted that the proglide device had separated at the junction of the distal and proximal guide. The distal (black) guide portion remained in the patient. A surgical cut down was performed. During the cut down surgery, the surgeon had clamped the artery in the lcfa to stop the bleeding while the interventional cardiologist moved onto proceeding with the procedure. The right common femoral artery (rcfa) was accessed and the iabp was placed. The right radial artery was also accessed for assessment and intervention of the coronary arteries. During the attempt to treat the coronary arteries the patient passed away from the stemi. The separated distal guide portion of the proglide had remained in the patient and was not retrieved. The physician felt that the proglide did not contribute to the patient's death. No additional information was provided.